Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/essure device on the right coiled onto itself in the right cornu of the fallopian tubes causing excessive stretch") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included pain (likely endometriosis.). Concomitant products included alprazolam since 2016, amoxicillin from (B)(6) 2012 to (B)(6) 2016, metformin since 2012, paracetamol (acetaminophen) since (B)(6) 2016, ramipril since (B)(6) 2012 and tramadol since (B)(6) 2015. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (bilateral salpingectomy with essure removal) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menstrual disorder, female sexual dysfunction, dyspareunia, urinary tract infection, migraine, headache, nausea, weight increased, depression, anxiety and abdominal pain outcome was unknown and the menorrhagia, pelvic pain, vaginal haemorrhage and dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received. Event added per pfs: depression, anxiety and abdominal pain. Concomitant medication was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/essure device on the right coiled onto itself in the right cornu of the fallopian tubes causing excessive stretch") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included pain (likely endometriosis.) And abdominal pain. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy with essure removal) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menorrhagia, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, urinary tract infection, migraine, headache, nausea and weight increased outcome was unknown and the pelvic pain was resolving. The reporter considered device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, product information, new events added- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), infection (bladder/urinary tract/vaginal): uti, migraines, headaches, nausea, weight gain, essure confirmation test(s) conducted, specify no. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and pelvic pain ("pelvic pain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device dislocation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/essure device on the right coiled onto itself in the right cornu of the fallopian tubes causing excessive stretch') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". Medical conditions: (B)(6) 2015 procedure: colposcopy with biopsy cervix - atypical squamous cells of undetermined significance on cytologic smear of cervix. Cervical high risk human papillomavirus (hpv) dna test positive. Concurrent conditions included pain (likely endometriosis.) And diabetes. Concomitant products included alprazolam since 2016, amoxicillin from (B)(6) 2012 to (B)(6) 2016, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), metformin since 2012, paracetamol (acetaminophen) since (B)(6) 2016, ramipril since (B)(6) 2012, tramadol since (B)(6) 2015 and trimethoprim. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (ablation and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menstrual disorder, female sexual dysfunction, dyspareunia, migraine, headache, nausea, weight increased, depression, anxiety and abdominal pain outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage and urinary tract infection had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: treatment received for pain, urinary or bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jun-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/essure device on the right coiled onto itself in the right cornu of the fallopian tubes causing excessive stretch') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". Medical conditions: (B)(6) 2015 procedure: colposcopy with biopsy cervix - atypical squamous cells of undetermined significance on cytologic smear of cervix. Cervical high risk human papillomavirus (hpv) dna test positive. Concurrent conditions included pain (likely endometriosis.) And diabetes. Concomitant products included alprazolam since 2016, amoxicillin from (B)(6) 2012 to (B)(6) 2016, ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), metformin since 2012, paracetamol (acetaminophen) since (B)(6) 2016, ramipril since (B)(6) 2012, tramadol since (B)(6) 2015 and trimethoprim. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and abdominal pain ("severe abdominal pain"). The patient was treated with surgery (ablation and bilateral salpingectomy with essure removal). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, menstrual disorder, female sexual dysfunction, dyspareunia, migraine, headache, nausea, weight increased, depression, anxiety and abdominal pain outcome was unknown, the menorrhagia, pelvic pain, vaginal haemorrhage and urinary tract infection had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: treatment received for pain, urinary or bladder problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain and menorrhagia, abnormal bleeding(vaginal), uti were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.